Event description:
The following has been reported: speaker error 51-0001. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation. Despite several request and due to the lack of evidences, the root root of this event remains unknown. If further information are provided later on we will re-open the complaint and pursue the investigation. CAPA was opened in may 2023 to address the issue of error 51. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is higher compared to the estimated risk. For this issue as per our local procedure, we initiated an action. Reporting as a conservative measure. No adverse effects were reported.